Manufacturer narrative:
Other device involved in this event: battery/(B)(4); exp. Date: 04/30/2017; mfg.. Date: 04/30/2016; (B)(4). Date received: 01/12/2017. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." "Note: when one battery is depleted to <25%, the controller will automatically switch to the other battery. When this happens, an intermittent "beep" will sound, the alarm indicator on the controller will be yellow, and a message will be displayed to replace the depleted battery. If the battery is not changed within 5 minutes, the alarm volume will escalate until the battery is exchanged with a fully charged battery. When a depleted battery is not exchanged and there are only a few minutes of battery time remaining in both batteries, a high priority alarm will sound, the alarm indicator will flash red and the message on the controller will display "critical battery 1" or "critical battery 2." If this occurs, there are only a few minutes of power remaining before the pump stops; therefore, the batteries must be replaced immediately." Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient was seen in clinic for a routine visit and the controller power ports were assessed. Power port 1 was determined to be loose within controller housing. The patient did have one critical battery alarm on (B)(6) 2016 at 1207 according to log file analysis. The battery had >10% charge at time of an alarm. No other alarms reported or seen on log files. A controller exchange was performed and the patient tolerated it well. The battery with the critical alarm was also taken out of use and replaced.

Manufacturer narrative:
The reported events of a critical battery alarm and loose connector were confirmed. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event.  Review of (B)(4) manufacturing documentation confirmed that the associated devices met all requirements for release. Log file analysis revealed a critical battery alarm triggered by (B)(4). In each instance, the battery went from a high relative state of charge (rsoc) to 0% rsoc and back to previous rsoc values. This is indicative of a communication error between the controller and battery. Analysis of the battery revealed that the device passed visual examination and functional testing. Additionally, log file analysis revealed multiple premature switching events. These events are most likely due to communication anomalies between battery and controller or normal patient usage behavior. Analysis revealed that (B)(4) failed visual inspection due to a loose connector on the serial port. Loose power connectors are currently being investigated by manufacturer. Heartware has opened an internal investigation to evaluate communication errors between batteries and controllers. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. (B)(4) / 1650 / exp. Date: 04/30/2017 / mfg. Date: 04/11/2016 / (B)(4). Action reported to FDA under: fsca dec2015c.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.